Manufacturer narrative:
(B)(4). Concomitant medical products: 00595001502 - femoral component - 61483463. 00595204012 - articular surface - 61613832. 00597206529 - patella - 61504270. 00111214001 - palacos - 70234234. The product was not returned to zimmer biomet for investigation as the it remains implanted. Arthrofibrosis is defined as the development of fibrous tissue or scar tissue in a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from not only surgical implantation of new joint, but also previous injuries to the joint, or other surgical procedures. As joint trauma, injury or surgical procedures increase the risk for development of these fibrosis or scar tissue formation, thus causing contracture of the tissue. This results in the patient having increase symptoms of pain, limp, weakness, swelling, and inability to have full range of motion. Symptoms can depend on the location of the arthrofibrosis tissue. Typically if this develops, conservative measures would be attempted first, such as mua or therapy. If conservative measures fail, surgical intervention would become necessary to remove the fibrous tissue causing the problems. As the complaint indicated patient developed scar tissue around the patella area and required surgical intervention. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03669. 0001822565-2020-03670. 0002648920-2020-00478.

Event description:
It was reported patient underwent an initial right total knee arthroplasty. Subsequently, the patient underwent a corrective surgery approximately 4 years post implantation to release patellar scar tissue. It was noted that the patient been experiencing pain since initial implantation.